Event description:
Information was received from a manufacturer's representative (rep) and a healthcare professional (hcp) regarding a patient receiving a dose of 8mg/day at a concentration of 20mg/ml of bupivacaine and a dose of 16mg/day at a concentration of 40mg/ml of dilaudid via an implantable infusion pump for malignant pain. It was reported that a week after a recent magnetic resonance imaging (MRI) on (B)(6) 2016, the patient experienced an increase in pain. The pump was working fine before the MRI. Patient reported feeling heat along pump/catheter during the MRI. After the MRI she reported swelling in her back that the doctor referred to as "cystic swelling". No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.